Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the sieve beds are saturated. Associated malfunction for this device: poppet valve defective, filter dirty.